Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was turning itself on and off intermittently every 1.5 to 3 hours. The patient stated that the stimulation turns off and then ¿revs back up¿. This issue stared about a 3 weeks to a month ago following reprogramming by the manufacturer¿s representative and had been happening ever since. It was noted that the patient was charging fine (1 time/week) and that impedances were normal (700-800 ohms). A review of the group impedances showed group a2 at 386 ohms and group a3 at 450 ohms. It was noted that the manufacturer¿s representative had added an additional program (a3) at the last appointment. Programming settings were as follow: a1: 0.0 volts; a2 3.55 volts, 350 pw, 80 hz with #8, 9, 10 electrodes used; a3: 3.8 volts, 90 pw, 80 hz, with #10, 11, 12 electrodes used. The representative then reprogrammed that patient¿s device with a new group (b) which used electrodes #8, 13, and 14 (one lead) and with the adaptive stimulation feature. The patient walked out to their car and went to get in and felt a loss of stimulation to the area of parasthesia. It was stated by the patient that they had this issue for a couple of months after implant of the ins, but ¿it just went away¿. The patient¿s clinic was notified of options of letting the issue go and see if it works itself out or consider doing a revision. Follow up information 4 days later reported that there was no change in the issue and that the problems still existed. The patient desired a replacement of the ins battery, but was not sure if they could get it covered. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).